Event description:
Note: this is the second of two complaints, which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02449 for details regarding the other associated devices. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure. Patient's age, weight, and gender were not provided. According to the complainant, during the procedure, the first clip would not open or close sufficiently. The clip did not grasp any tissue. It would not deploy properly and when removed from the scope, it was found dangling. The second clip did not open and close sufficiently. It did not attach to any tissue and when attempting to deploy the clip, it fell off into the patient. The clip was left to pass naturally without any concerns. The procedure was completed with a third resolution clip device. There has been no report of complications or injury to the patient as a result of this event. The patient's condition post procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.